Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that (2) ar-8750-03 driver shafts broke. This occurred during a case with no effect on the patient. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8750-03 driver shaft batch number: 031833 was received for investigation. Visual evaluation noted that the hex drive geometry at the distal tip of the returned ar-8750-03 driver shaft had broken off. No pieces were returned for investigation. Functional testing was not performed due to the broken distal tip of the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause for the reported failure can be attributed to over-torquing/over-engaging the driver within the screw head.